Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the clinician. It was downloaded and reviewed on (B)(4) 2014 confirming the reported event of intermittent out of range. A CAPA has been initiated for this issue.

Event description:
Clinician contacted dexcom technical support on (B)(6) 2014 to report an intermittent out of range signal on (B)(6) 2014. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.